Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿display was destroyed¿ was confirmed with the returned system controller (serial # (B)(6) ). Visual examination revealed the front user interface panel appear indented and the front housing has damage consistent with sudden impact. The device was dismantled, and the internal lcd display module has damage consistent with a sudden impact. The damages appear consistent with the reported event. Also, the reported event of ¿loss of communication to the vsm¿ was confirmed. The system controller was connected to laboratory equipment, which operated with a yellow wrench alarm. The evaluation of the internal printed circuit board reveal a shorted condition, which is preventing voltage supply to the communication components resulting in the reported issue. A root cause of the shorted condition could not be identified during the evaluation. It was noted this did not affect the system controller's ability to supply power to the test lvad. The test lvad continued to operate, which was confirmed with laboratory equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 12sep2018. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient had an accident, slipped on black ice, and fell down on his controller. The controller's display was destroyed. The patient was admitted to the hospital. The controller was exchanged by the account. No pump-related issues were reported. Log file download was not possible due to loss of communication with the system monitor. The controller will be returned. The patient was doing fine.